Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample consist in one (1) cassette product from part number 21-7308-24, sample was received in used conditions, with its original open packaging, decontaminated and inside in a plastic bag. Visual inspection results: sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported (see picture below). Sample received could not be tested using the uson leak tester due were received in used conditions with remains of medication inside of the ay bag, these remains could damage the equipment. Functional testing: the sample was fill whit colored water using a syringe to detect any leakage. Results: the sample leak near of the neck ay bag. The complaint is confirmed. Based on the analysis conducted in the sample provided, the failure couldn?t be reproduced, therefore according with the pfmea the occurrence for this failure condition could be caused by: manufacturing procedure not followed. The following action was taken - update procedure pm-1011 ?cassette leak testing, install ffp clip and luer capping? To adequate better flow in the execution of the manufacturing activities was implemented on (B)(6), 2021.

Event description:
It was reported that immediately after starting to use the product, the customer noticed leakage of medical fluid from the medication bag. No patient injury was reported.